Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the battery cap top was worn and there was moisture found. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings:a review of the black box showed no power on reset events. The battery compartment was cracked above the bumper pad. No corrosion was found in the battery compartment. Moisture was found behind the display lens. The returned battery cap threads were stripped, and the top was worn. The battery cap was unable to attach to the returned pump or to a test pump. The battery cap measurements were within specifications. The battery cap was unable to maintain an electrical connection and the power complaint was duplicated. A new test battery cap fit to maintain an electrical connection. The keypad was unresponsive. A leak was found in the battery compartment. The keypad was removed to find no contamination. The pump cover was removed to find internal moisture on the printed circuit board.